Manufacturer narrative:
The purpose of this rationale is to evaluate the risk associated with the identified failure mode of the autobahn ti lag screw, 10.5x90mm (1176.0090) in the autobahn trochanteric nailing system. Based on the provided x-ray image, the lag screw sheared apart at the threads, resulting in a non-union. Based on the risk analysis, it is possible that the set screw could not be controllably backed off from lag screw. However, it is not possible to definitively determine the cause of failure. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a 90mm lag screw broken at base or threads. The older patient arrived to hospital with nonunion and broken lag screw on (B)(6) 2026, requiring a revision surgery.